Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further reported that the patient had chest pain, palpitations, and anxiety. They experienced a sustained tachycardia (vt) for 4 hours. An implantable cardioverter-defibrillator (ICD) was implanted in the patient prior to the left ventricular assist device (lvad). The arrhythmia in this event was not thought to be device or therapy related and the patient did not have a history of arrhythmia pre-lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had palpitations and was found to be in slow ventricular tachycardia (vt). The patient was treated with amiodarone and was transitioned to oral only medication. An electrophysiology (ep) consult was required. An electrocardiogram (EKG) on (B)(6) 2025 showed a normal sinus rhythm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.